Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Caller resolved occlusion by changing infusion set and cartridge, and resumed insulin therapy.